Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by the patient described as the patient was swimming in the pool. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services (bcs) on (B)(6) 2012, the patient reported the following. On an unreported date, the patient was swimming in the pool which resulted in break in aseptic technique and caused peritonitis (onset date unknown). On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained in aseptic technique. On an unreported date, the patient recovered from peritonitis. A causality assessment was not reported. On contact, the peritoneal dialysis nurse declined to provide information.